Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the user facility that during an injection, the needle became detached from the syringe. No permanent adverse effects to patient reported.